Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will be reported on 0009613350-2017-00424.

Event description:
It was reported via journal article that the average harris hip score at follow-up was averaged at 69, which falls in the poor category. No further information is available.